Manufacturer narrative:
No patient involvement. Device lot# cannot be determined as it was not provided by the site and the device has not been returned. Device mfg date is dependent on receipt of the lot #. A new driver was sent to the site for issue resolution. Suspect driver has not been returned for evaluation.

Event description:
A medtronic representative reported the suretrak clamp driver was stripped. No further details were provided by the hospital regarding when this issue occurred or how, only that they discovered it was stripped. No impact to a patient was reported.